Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2018 with the following findings:. During investigation, the battery compartment was found to be cracked. There was a cover crack between the corner of the lens and the case seal. There was a base crack between the case seal and the keypad. There was a display lens leak, battery compartment leak and a leak due to a pump case crack. There was moisture and moisture corrosion inside the pump, on the display and on the boards and in the battery compartment. Due to internal moisture, the pump files were unable to be downloaded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.